Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up. Upon interrogation of the pulse generator, it was discovered that the left ventricular lead exhibited complete loss of capture. There were no clinical adverse events due to this anomaly. The lead was then programmed off. On (B)(6) 2019, the lead was found to be dislodged and was explanted successfully. The patient condition was stable.